Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead was oversensing noise resulted in pacing inhibition. No intervention was performed, and the clinic will continue to monitor the patient. The patient had no adverse consequences.